Event description:
Details of these events were received 4/22/97. There were reportedly three incidents at this facility in which, during intubations, it was observed that the "mac 4 blades are too curved at the end of the blade, occluding the light". One of the three incidents occurred during an emergency situation. In all three events, three co's blades of another style were used to successfully intubate the patients. There was no effect on the patients.